Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 6.1 inr on the coaguchek xs system while a comparison lab returned as 4.63 inr. The patient's coumadin dose was decreased based on the meter result. The caller reported that the test strips may have been compromised; she was advised of proper storage. No adverse event reported. Requested return of suspect system and replacement was sent.